Manufacturer narrative:
Concomitant medical products: t510c33 valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that small and fluctuating r waves, a slight decrease in impedance and a slight increase in thresholds were noted on the right ventricular (rv) lead.  Possible undersensing due to inadequate sensing safety margin was also noted.  The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead r-wave sensitivity was decreased during an office visit to avoid the undersensing issue. The lead remains in use. No patient complications have been reported as a result of this event.